Event description:
It was reported that the ilet user performed a site-only change and deployed the infusion set incorrectly, with the adhesive folding onto itself, after which customer support guided the user through a successful site-only replacement. No reported symptoms or clinical effects. Outcomes included no alerts or alarms and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed user technique error leading to improper infusion set deployment and adhesion, consistent with an infusion set application issue. It was concluded, based on previously established findings for similar reports, that the cause was user error during use.